Event description:
As reported by the user facility: event description - customer reports thermal damage to cord. No pt injury.

Manufacturer narrative:
(B)(4). The actual sample involved has not been received yet for eval and the investigation is ongoing at this time. A f/u report will be submitted when the investigation results become available. (B)(4).